Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for an implant. The physician¿s first choice of left atrial lead failed to sense and failed to capture. The physician then opted to use another lead which performed appropriately. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.